Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the screw broke during the procedure and remains in the patient. Note, the piece of the broken screw that remains in the patient is securely implanted.

Event description:
It was reported that the screw broke during the procedure and remains in the patient. Note, the piece of the broken screw that remains in the patient is securely implanted.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: screw broken. Probable root cause: process: tap or screw not manufactured to specification driver not manufactured to specification knob or driver handle not manufactured to specification incorrect material used during manufacturing incorrect assembly performed for screw/driver or knob/driver screw assembled upside down. Application: user applies excessive force to torque screw user does not drill/tap pilot hole user does not go to laser line inadequate assessment of bone quality user re-loads a new screw upside down use of incorrect drill size for associated screw eyelet causes interference with screw during insertion. The reported failure mode will be monitored for future reoccurrence. H3 other text: 81.